Event description:
Initial (19-jul-2024): this serious case reported by a consumer via phone refers to a 64 year-old female with a medical history of astigmatism. Concomitant medications and allergies were not reported. The consumer used clear eyes contact lens relief drops for dry eyes associated with contact wear and developed a wrinkle on the eye. She reported using 1-2 drops before putting her contacts in on and off for a year, she also used baush and lomb advanced eye relief product during that time as well. Her contact lenses are gas permeable lenses. The clear eyes product expired in februrary 2024, however she continued to use it past expiration. She reported going for her annual eye exam and getting an x-ray showing a wrinkle on the eye, the doctor indicated that this can occur with age and did not relate the wrinkle to use of a product. This case outcome is not recovered/not resolved. Meddra version 27.0. Expectedness: epiretinal membrane: unexpected. Intentional product misuse. Expired product administered. Wrong technique in product usage process. According to the company reference safety information.